Event description:
On (B)(6) 2015 it was reported that the patient was seen on (B)(6) 2015 and the battery was noted to be "good." The physician has ordered a MRI/eeg. Attempts have been made to the patient's current neurologist to check device functionality but have been unsuccessful to date.

Event description:
It was reported that the patient¿s battery was low which was identified during a neurology appointment in (B)(6) 2014. The patient experienced an increase in seizures and went to the ER on (B)(6) 2015. Follow-up with the treating vns physician¿s office revealed that the patient has not followed up with their office since her ER visit. The patient has only been seen at this office one time in (B)(6) 2014. At that time, the physician¿s notes indicated to continue present seizure medications but noted she needed to follow up with the seizure clinic for management of her vns. However, the patient has not been seen at the seizure clinic to date. As a result, there is no additional information to provide at this time. No issues were noted in the (B)(6) 2014 appointment.